Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, the sureform 60 stapler experienced a tissue push using a green reload paired with ethicon buttress material. The surgeon resected additional tissue in order to repair the staple line using another green reload, and no buttress material, yet the same thing occurred. Finally, she used a laparoscopic stapler through the existing 12mm cannula to repair the staple line by resecting even more tissue. The surgeon then over sewed the staple line and completed the procedure robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 5 times and fired 5 reloads (2 black, followed by 3 green). On installation 1, the system failed to detect the reload color and the user manually selected the black reload. The first clamp was successful, and the firing was completed with 4-5 pauses for compression. On installation 2, all clamps were successful, and the firing was completed with 2 pauses for compression. On installation 3, the firing was completed with no pauses for compression. On installation 4, the first clamp was successful, but was followed by a firing failure and the instrument was successfully unclamped following the failure. On installation 5, all clamps were successful, but were followed by a firing failure and the instrument was again successfully unclamped following the failure and not used again in the procedure. There were no stapler related errors in the system logs. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Note: refer to medwatch reports (MDR) with patient identifier (B)(6) for MDR submission of the events logged against the other green sureform 60 reload. Section d10 concomitant products: sureform 60 instrument (part number: 480460-9, lot number: t14230420-0130).